Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2016 and received three unsuccessful cavity integrity assessment (cia) tests. "On laparoscopy, there were two circumferential blanched areas on the lateral fundal wall of both sides. Additionally, there were 3 small serosal thermal injuries on the small bowel which were oversewn. The patient recovered without incident and was discharged home. Dr. Grieve felt that the uterine tissue was very thin and the perforation likely occurred when the novasure "arm had open up in the cavity" and dissected into the myometrium". The patient was admitted into the hospital on (B)(6) 2016 and discharged on (B)(6) 2016.